Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio inr: 1.4 (lot# unk), coaguchek inr: 2.8. Date: (B)(6) 2012, inratio inr: 1.9 (new lot #272729), coaguchek inr: 2.7. Tests were compared within three hours. Pt's therapeutic range is 2.5-3.0. Pt self tester's wife alleged low results since started testing on meter, about (B)(6) ago. For the first few weeks inratio inr results would not go higher than 1.4 even if coumadin was increased.

Manufacturer narrative:
Case was submitted to the medical advisor for review. Medical advisor determined that inratio product did not contribute to dose change reported in this complaint. Comparison of inratio test with lab results provided by end-user at time complaint was filed: date (B)(6) 2012, inratio 1.4, ref 2.8, mean 2.10, confidence limits 1.3 - 2.7. Date (B)(6) 2012, inratio 1.9, ref 2.7, mean 2.30, confidence limits 1.4 - 3.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Pt has kidney disease; pt's current health cannot be ruled out as a cause for unexpected inr results or errors in testing root cause could not be determined. No product associated with the complaint was expected to be returned. Retain strip testing conducted on (B)(6) 2012 with lot # 272729 met accuracy and precision criteria. Results as follows: donor (B)(6) - 1.6, 1.6, 1.6, 1.6 inr; donor (B)(6) = 2.9, 3.0, 3.1 inr. All replicates are within the allowable bias ( + or - 1.0) of reference results for donor (B)(6) (1.63 inr) and donor (B)(6) (3.03 inr). In-house test results have (B)(4), respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Twenty four (24) discrepant results complaint was reported for lot 272729 yielding a complaint rate of (B)(4). This failure mode will continue to be monitored. No corrective action required at this time as no product deficiency was established.